Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not think the pump was delivering the insulin. The customer performed a fill tubing test and did not see insulin exit from the tubing. The customer's blood glucose (bg) level was 550 mg/dl with moderate ketones and insulin injections were administered to address the bg level. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a cause of the event.